Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient experienced ¿electrical pain around the lead even when the stimulator was off.¿ impedance testing was performed the day prior to report and found the system impedance values were ¿normal.¿ it was noted the patient¿s program 1 and 2 therapy impedance values were each reported as ¿???¿. Additional information regarding any potential interventions or troubleshooting and the patient¿s outcome has been requested; a supp lemental report will be filed if additional information is received.